Event description:
Event description guidant received information that at implant, the implantable lead was abandoned at implant after the physician was unable to obtain a pacing impedance measurement while using the pacing system analyzer (psa). The connections were verified and the psa was found to be operating normally.